Event description:
A patient underwent a da vinci-assisted sacrocolpopexy with placement of anterior and posterior mesh. The procedure was completed without any complications nor any device malfunctions and the patient was discharged without post-operative complications. Six days after completion of the surgical procedure, the patient experienced fever. On a computed tomography (CT) scan, performed on the seventh post-operative day, it showed a small, superinfected hematoma on the vaginal vault. The patient was hospitalized, and irrigation was performed for the hematoma and a drain was placed. Antibiotics were started (piperacillin/tazobactam) after the cell culture result. The patient is now reported as stable, afebrile and the hematoma has been flushed out.

Manufacturer narrative:
There is no indication that a device directly caused the hematoma or infection. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
In the additional information obtained, the infection probably caused the tissue to become bulky, resulting in vaginal dehiscence with reticular erosion. At the same time, the patient also reported urinary retention for which bladder training was prescribed. The patient presented with a history of stress urinary incontinence. The investigator indicated the event of urinary retention as possibly related to the procedure and possibly related to the patient's disease status but not related to a da vinci device. Approximately two weeks later, the patient presented with post-operative obstipation for which an unspecified medication was prescribed, and it was resolved two days later. The investigator indicated that the obstipation was not related to the procedure, the patient's disease status or to a da vinci device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: vaginal cuff closure surgery, related to vaginal dehiscence, occurred 26 days after the original surgical procedure.

Event description:
Refer to h11 for follow-up information.